Event description:
Event description cpi received information that during repositioning of this bipolar lead, the physician was turning the lead counter closckwise and the helix of the lead broke off. The helix remains implanted in the patient.